Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had pain at the incision site during the trial. The second day of the trial the leads came unplugged. The patient wanted to try botox and if that did not work they were going to be implanted with a device. The lead was removed to resolve the patient's pain at the implant site.